Manufacturer narrative:
(B)(4) the sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
It was reported that patient aspirated sb2 capsule. The capsule was released by coughing. It was reported no harm to patient. No further information was provided.